Manufacturer narrative:
On october 22, 2020 fujifilm medical systems USA, inc. Received a classification communication from the FDA for the recall. Updated information is being provided in sections h7 (recall), h9 (c&r number: 1000513161-09/16/2020-001-c, FDA recall number: z-0282-2021) if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
This issue was discovered internally; this software version has not been released to any customers. The cause was traced to insufficient testing during development of software version. The incorrect value is highly detectible and would be noticed by the clinician. The issue will be resolved prior to release to customers. If any additional relevant information becomes available, a supplemental report will be submitted. Ref: internal complaint number (B)(4).

Event description:
On (B)(6) 2020 the fujifilm medical systems USA, inc. (Fmsu) engineering department initiated a complaint for an internal issue where the synapse pacs was showing incorrect 3d sphere max values for specific CT studies. The 3d sphere max should give a max density value within the sphere's range; however the value shown was much higher than expected. The issue is not present with any other density tools. There was no patient involvement, serious injury or death associated with this event. The issue is considered highly detectable by a healthcare professional; however this report is being submitted in abundance of caution.